Event description:
It was reported that (1) al326 was used during a "cage" procedure. It was reported by the rep that they opened the "evh" kit at the beginning of the case. When the physician assistant went to use the clip applier, the tip broke off in the pt's leg. The tip was recovered right away and there was no injury to the pt. The nurse opened a new clip applier and the case was finished without further incidence. The case was finished with a new clip applier. There was no consequence to the pt.